Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called start right to report high blood glucose levels. The customer's blood glucose level was 440 mg/dl. The customer stated she ran out of insulin and started on manual injections. The customer was able to revert back to the insulin pump. The customer declined to speak with the help line. Nothing was replaced or returned.